Manufacturer narrative:
Additional information was received from the local area field representative. Defibrillation threshold (dft) tests have not been performed at this time. The device was checked following reprogramming and no further oversensing was observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited oversensing on the rate/sense channel. A pause of approximately 3.5 seconds was observed. The noise appeared to be myopotential or diaphragmatic oversensing. The sensitivity was reprogrammed. Boston scientific technical services (ts) recommended induction testing at the new sensitivity setting to ensure proper ventricular fibrillation (vf) sensing. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating the patient expired. There were no allegations against device functionality at that time. The device was explanted and returned for analysis.